Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as the patient did not wear a mask for therapy. The patient was not hospitalized for the event. Treatment for the peritonitis consisted of injection (inj) vancomycin (2gm repeat on 4th day), fortum (1gm, daily up to 14th day) and heparin (2ml per every exchange, and route not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.